Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and occlusion of native vessel.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. Trunk-ipsilateral leg component was advanced and deployed from the left side, followed by a contralateral leg component implanted in the right side. Then, the physician elected to implant an aortic extender component (pla230300j/17326930) proximal to the trunk-ipsilateral leg component. A delivery catheter for aortic extender component was advanced into an intended location, but the endoprosthesis was deployed more proximal than intended, partially covering the left renal artery. A bare-metal stent was implanted in the left renal artery to maintain blood flow. The patient tolerated the procedure.